Event description:
It was reported that during preparation for an unspecified treatment procedure, foreign material was found. As the nurse removed the package for the starter guide wire, she noted a hair inside the sealed package. The device was not used. The procedure was completed with another of the same device. As no patient was involved, no patient complications occurred.

Event description:
It was reported that during preparation for an unspecified treatment procedure, foreign material was found. As the nurse removed the package for the starter guide wire, she noted a hair inside the sealed package. The device was not used. The procedure was completed with another of the same device. As no patient was involved, no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: product analysis revealed the returned device was still sealed within its packaging. There is a brown hair-like inclusion which measures 1.95cm and is located in the upper left-hand corner of the pouch; lying between the mylar and tyvek pouch films. The pouch seals are intact and present no indication of tampering. No other damage or inconsistencies are noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered supplier manufacturer related. (B)(4).

Manufacturer narrative:
(B)(4)